Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site experienced an error code 64 while in surgery. They had taken a scan on the imaging system and was in the process of transferring it when the system became unresponsive. The site rebooted the system and immediately after signing in they saw the error code 64 message. The site shut the system down and swapped the navigation system to continue the surgery. The site was able to respin the patient and continue. The site took the original navigation out in the hall and turned the system on. The site reported that the system became unresponsive to touch again. When plugging the mouse in and clicking on the screen they also reported seeing the monitor go blank, blue screen. There was a reported delay of 10-15minutes and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.